Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported material deformation and the reported unstable stent were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system(sds)was advanced resistance was met with the heavily tortuous and moderately calcified anatomy resulting in the reported failure to advance. As the device was removed interaction with the anatomy and/or other devices resulted in the reported/noted stent damages (flared/ lifted, overlapped) and ultimately resulted in the reported unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the heavily tortuous, moderately calcified proximal circumflex coronary artery. The 3.5 x 12 mm alpine stent delivery system (sds) failed to cross due to the anatomy. The sds was removed without issue, upon removal of the sds it was noted that the stent struts were flared and the stent had shifted proximally on the balloon a little bit. The stent remains on the balloon. A 3.5 x 08 mm alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.